Event description:
Originally, the port-a-cath had been implanted in said pt in 2005 for chemotherapy. In 2007, the patient was scheduled as an outpatient for port-a-cath removal. It was reported that the catheter had not been working for approximately four months. And, the patient had completed chemotherapy regimin. The port was removed in the interventional radiology area. It was quickly noted that the port-a-cath was broken, and that a foreign body remained. Radiology images were taken, and it was confirmed. The foreign body was retrieved. The patient tolerated the procedure well. No harm occurred to the patient. The patient was dismissed as planned.